Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator was not working. The patient stated that they charged it last night, but it was not holding a charge. The patient stated the port on the communicator seemed loose and wiggly and they noticed that starting today. The patient confirmed no falls or trauma, and that the communicator had not been wet/dropped. When the agent inquired about the event date of the difficulties connecting, the patient stated, ¿just recently - it takes a while to get there (connect) but eventually it gets there, but today it won't at all,¿ and did not provide further information. The patient had the communicator unplugged from the wall and powered it on well, without any indicator lights on. The patient confirmed the equipment was charged and unplugged when attempting to use it. The agent had the patient reset the communicator due to the patient seeing ¿no pump found¿ and then re-attempt to connect to the pump, but the patient reported seeing ¿no pump found¿ multiple times before and during the call. The agent assisted the patient in restarting the myptm app and the handset without resolution of the issue. The patient stated that they normally hold the communicator against their skin, but they had tried holding it in different positions without resolution of the issue. When agent inquired about the patient's position, the patient became escalated and stated, ¿I've already tried sitting and laying back.¿ the patient mentioned, ¿it takes forever¿ to connect and ¿I wish I had the old one, it worked every time,¿ in reference to the older model ptm (personal therapy manager). A replacement communicator was requested from the repair department because the agent was unable to resolve the patient seeing ¿no pump found¿ on the call and because the charging port appeared a little loos e.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory the returned communicator failed final the functional jbal test but passed the battery charging bench test. No damage anomalies were visually observed. The device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.